Event description:
Note: the date of the event is unk. It was reported to boston scientific corporation that during replacement of a securi-t enteral feeding device (patient age and gender unk), "the inner bolster was found to be detached". The device had been in place for approximately four months before the replacement procedure was performed. The bolster was removed via the scope. The patient's condition as reported as "good".

Manufacturer narrative:
The lot number of the device is unk, consequently, the manufacturer date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) could not be performed as the lot number is unk. Rollingl 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted and data points exceeded the trigger action limit.